Event description:
It was reported that after the patient showered, the central venous catheter (cvc) dressing became saturated. Upon removal of the dressing, the nurse observed that the proximal luer hub and a portion of the proximal extension lumen had separated from the catheter. The remaining portion of the proximal extension line was immediately clamped. The physician was notified of the event and instructed staff to leave the catheter in place with the affected extension line remaining clamped. No patient injury, harm, or adverse health consequences were reported in association with this event. The patient's condition was reported as fine. No additional medical or surgical intervention was required beyond physician notification and clamping of the remaining extension line. The catheter remained in place following the event.

Manufacturer narrative:
(B)(4)